Manufacturer narrative:
(B)(4)

Event description:
It was reported "after opening the balloon , found that the balloon anterior kink serious, not used; and open a new set of balloon, and found that the balloon anterior kink serious, not used; then open a new set, normal implantation of the human body, the balloon did not expand after inflation, repeated attempts did not get better, withdraw; and implanted a new balloon, return to normal. The balloon was implanted again and returned to normal". The catheter that was successfully was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample is 18f24f0085. Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the teflon sheath was noted on the iabc bladder; the sheath was noted buckled. The visible portion of the bladder was fully unwrapped. Liquid blood was noted in the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The iabc distal tip was separated and no longer attached to the catheter bladder. Upon further inspection, the iabc distal tip was still fully intact with the central lumen; the condition of the iabc distal tip shows evidence of the bond to the bladder. Bends to the iabc central lumen were noted at approximately 42cm, 47.7cm, 51.5cm, and 66.1cm from the iabc luer. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. Since the iabc bladder was noted withdrawn through the teflon sheath and buckling was noted to the sheath, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The customer photo was reviewed. The photo shows the iabc bladder membrane bunched up near the distal tip. The customer video was reviewed. The video shows the iabc bladder under fluoroscopy and the bladder was not fully inflating during pumping, which is consistent with the reported complaint. The bladder thickness was measured at six points with measurements ranging from 0.0051in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved towards the iabc bifurcate with some force. Upon removal of the teflon sheath, the outer lumen was noted damaged approximately 53.5cm from the iabc distal tip. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the distal tip of the bladder membrane. The leak was consistent with the previously confirmed distal end of the bladder not attached to the iabc distal tip. The iabc was leak tested again, with the distal tip of the bladder clamped off, a leak was immediately detected from the iabc outer lumen at the location of the previously noted damaged central lumen. It could not be confidently determined how the damage occurred to the iab outer lumen. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 13.1cm from the iabc distal tip. Some blood and debris were noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 55.1cm from the iabc luer. Some blood and debris were noted on the guidewire. An attempt to aspirate and flush the catheter using a 60cc lab inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the balloon did not expand after inflation" is confirmed based on the on the customer video provided with the complaint report. The video shows the iabc under fluoroscopy and the bladder was not fully inflating. During the investigation, the outer lumen was noted damaged, and leaks were noted resulting from the damaged outer lumen which could cause the reported complaint. Additionally, the iabc distal tip was no longer attached to the bladder membrane. Due to the combined damages and returned state of the device, it could not be confidently determined which damage occurred first or what initially caused the complaint. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the teflon sheath extrusion. This indicates the iabc was not removed per the instruction for use (IFU) and could result in damage to the device. An inservice has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the com-plaint investigation due to the inability to inflate completely. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after opening the balloon , found that the balloon anterior kink serious, not used; and open a new set of balloon, and found that the balloon anterior kink serious, not used; then open a new set, normal implantation of the human body, the balloon did not expand after inflation, repeated attempts did not get better, withdraw; and implanted a new balloon, return to normal. The balloon was implanted again and returned to normal". The catheter that was successful was inserted into the same insertion site. The patient's current condition is reported as "fine".